Event description:
Pt became disconnected from her ventilator without any audible alarm. Fortunately, the pts are placed on cir monitors which in this case alarmed for apnea appropriately. Pt was manually resuscitated without any loss of heart rate or overall change in status.